Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -11.00/1.5/x088 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. After implantation, lens rotation not associated to a low vault was noticed as well as the lens being torn during injection. A lens exchange surgery is planned.

Manufacturer narrative:
Claim# (B)(4).